Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.3, laboratory inr: 2.4. Therapeutic range: 2.0 - 2.5. The time between testing was fifteen (15) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The inratio inr results, dated (B)(6) 2015 and (B)(6) 2015, referenced are being reported under a separate medwatch; manufacturer report number 2027969-2015-00193. Investigation pending.

Manufacturer narrative:
Investigation/conclusion: the monitor, which was listed as a concomitant medical device, was returned for investigation; however, no testing strips were returned. The complaint of a discrepant low result was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies during in-house investigation. The retain strip testing on the returned monitor met both accuracy and repeatability criteria. The returned monitor met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any relevant non-conformance and the lot met release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.